Event description:
The pump was returned for service with the report of failure code 803:01. The facility reports during a hosp transfer, the pump failed with an 803:01 and then had multiple tube misload failures. There was no report of any pt injury or medical interventioin involved. The facility reports the pump was switched out when the failure occurred.